Event description:
During the procedure, the physician used a wilson-cook howell dash direct access sphincterotome to perform a sphincterotomy. After the sphinterotomy was performed, it was noticed that the cutting wire had detached and was lying in the pt's bowel. Forceps were used to remove the detached portion. Post procedure, the pt's condition was reported as good.